Manufacturer narrative:
Additional information has been requested and if received, will be provided in the supplemental report.

Event description:
It was reported in a social media post that the patient sustained a mid shaft humerus fracture in (B)(6) 2021 status post high speed atv accident. Non-op management in a sarmiento splint was trialed initially but was unsuccessful in achieving union. By (B)(6) 2022 patient had an established hypertrophic non-union. Patient underwent takedown of no-union and attempted fixation with 3.5 mm variax plate. However, a few months later he noted an acute deformity of the arm. Films showed a failure of the fixation with a fraction of the small frag plate. The operative surgeon deferred further surgical management. Patient presented to clinic in 2024 with x-rays showing an established hypertrophic non-union and gross fixation failure. A non-union work up was completed including a CT to assess bone deformity and a MRI to assess the location of the radial nerve. Patient underwent radial nerve neurolysis, takedown of hypertrophic non-union, humeral shortening osteotomy, and dual plate 90-90 fixation with pangea 4.5 mm and 3.5 mm plates. The hypertrophic non-union was used as additional autograft.

Manufacturer narrative:
Correction - please refer to h6 device & component code. The reported event could be confirmed based on the x-ray image received. The device was not returned for inspection, however, an x-ray image confirming the non-union and the plate breakage was received. The breakage of four screws could also be confirmed. Based on investigation, the root cause was attributed to a combination of patient condition and user related issue. The extent of the fracture, combined with the technical aspects of the procedure, which most probably did not enable an adequate stability of the construct, most probably explain the bone non-union and the implant's breakage. It can not be excluded that the patient post-operative activity may have contributed to an inadequate load distribution and therefore, the breakage of the implant. However, without patient medical records, this could not be confirmed. The event was communicated to a clinical specialist, who stated the following: "based on the provided information, the root cause of the reported event is multifactorial: the location of the fracture and the technical aspects of the surgical procedure contributed to the event. Furthermore, patient activity levels post-op may also have contributed to an inadequate load distribution and therefore, the breakage of the implants. Also, the non-union was cleaned out? Well not sure whether that was done properly and whether sufficient stability and compression was given on the fracture site. Clear the body really tried to get this fracture to heal hence the hypertrophic nature of the non-union. " a review of the device history was not possible because the lot number was not communicated. No corrective actions are required at this time. A review of the labeling did not indicate any abnormalities. Indications of material, manufacturing, or design related problems were unable to be identified as the catalog number and lot number were not communicated. If the device is returned or if any additional information is provided, the investigation will be reassessed.

Event description:
It was reported in a social media post that the patient sustained a mid shaft humerus fracture in (B)(6) 2021 status post high speed atv accident. Non-op management in a sarmiento splint was trialed initially but was unsuccessful in achieving union. By (B)(6) 2022 patient had an established hypertrophic non-union. Patient underwent takedown of no-union and attempted fixation with 3.5 mm variax plate. However, a few months later he noted an acute deformity of the arm. Films showed a failure of the fixation with a fraction of the small frag plate. The operative surgeon deferred further surgical management. Patient presented to clinic in 2024 with x-rays showing an established hypertrophic non-union and gross fixation failure. A non-union work up was completed including a CT to assess bone deformity and a MRI to assess the location of the radial nerve. Patient underwent radial nerve neurolysis, takedown of hypertrophic non-union, humeral shortening osteotomy, and dual plate 90-90 fixation with pangea 4.5 mm and 3.5 mm plates. The hypertrophic non-union was used as additional autograft.